Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
The femoral adjustment block 6451-1-600 was set at 8mm resection as per surgical technique. When measured post resection the cut was actually 11+ mm thick.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the investigation determined the likely root cause of the event to be user error and/or confusion as the device is dimensionally within specification for the 8mm setting. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
The femoral adjustment block 6451-1-600 was set at 8mm resection as per surgical technique. When measured post resection the cut was actually 11+ mm thick.